Manufacturer narrative:
(B)(4) 2010, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Since patient complained about high rate pacing and no anomaly was observed by the physician in the patient memory data, an ECG exam was performed. Device was programmed in rate responsive mode. Although, patient was at rest, atrial pacing episodes were observed, followed by ventricular pacing or sensing at a rate between 110 and 140 bpm. In addition, physician observed longer av delay than programmed. Deactivating of ventilation minute sensor might have solved the observed behavior.